Manufacturer narrative:
Additional information section : b3, d6b & h6. The recipient was explanted and re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportably experienced a decrease in perfromance. A review of the recipient¿s test data indicated impedance issues. Revision surgery is under consideration.